Event description:
On (B)(6) 2012, the patient claimed he passed out when his blood glucose was in the 40s mg/dl and required ems medical intervention. Reportedly, the patient has been in touch with his doctor to make adjustments to the pump. On the day of concern, the patient was in bed and had the low blood glucose episode. The ems treated the patient with glucagon. During troubleshooting, the animas representative discovered the date and time was off. The date should have read (B)(6) 2012, but was reading (B)(6) 2012. In addition, the time was off by 12 hours. The date and time did not default to the factory setting when the battery was removed. The patient denied any type of programming error on his part. This complaint is being reported because the patient required medical intervention for a blood glucose reading in the 40 s mg/dl after the subject pump reportedly had the incorrect date and time. The product was requested back to animas for investigation.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the pump history appeared to be inaccurate due to a manual date and time change made by the user. The time and date was off by twelve hours and no evidence of pump time and date reset to the default settings in the black box. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was tested on a 29 hour flow test and was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.